Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned device noted that the taper adaptor was returned inside the glenosphere and shows signs of use with scratches on the taper adaptor and the outside edges of the glenosphere. There are also some scratches and some galling on the post of the taper adaptor. No measurements were taken on the taper adaptor due to the damage on the post. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 month post implantation due to disassociation. The disassociated baseplate/taper was revised, along with the bearing, tray, and glenosphere. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.